Event description:
The customer was riding her scooter down a hill with a slight incline. She stated that the drive train and steering failed, causing her to run into a tree and suffer superficial injuries. The rear section of the scooter and the handle bar were replaced by the dealer.